Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed and patient was discharged. Patient presented to emergency department with chest paint and a pericardial effusion was discovered via transthoracic echocardiogram. A pericardiocentesis was performed, which drained 300 cc of fluid. No further complications were reported.